Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately at 6pm on (B)(6) 2015, when he obtained an alleged inaccurately low blood glucose result of ¿25 mg/dl¿ on the subject meter compared to ¿402 mg/dl¿ on an unknown doctor/clinic meter, performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. Prior to obtaining the alleged inaccurate result, the patient reported that he experienced symptoms of ¿dizziness and blurred vision¿. The patient manages his diabetes with a combination of medications, including januvia and glipizide tablets. He indicated that 15 minutes prior to the start of the alleged issue he had administered an increased dose of 2 pills of metformin. He reported that his symptoms were treated by a healthcare professional (hcp) in the emergency room (ER) with IV fluids. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an alleged inaccurately low reading on the subject meter and reportedly was treated for severe hyperglycemia by a hcp after the alleged meter issue began.